Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that 10 days after implant, this ra lead had high impedances of greater than 2000 ohms. An x-ray showed nothing. The physician plans to revise the lead.